Event description:
The patient's certified diabetes educator reported that the pump user settings were cleared following a battery replacement, and basal rate settings could not be re-entered.

Manufacturer narrative:
The pump was returned to animas for evaluation. Upon return, the pump was powered up and found to emit an alarm alert which had not been reported by the user. Further evaluation revealed a data corruption which the pump history indicated occurred immediately after a battery change. The pump successfully detected an erroneous basal rate value which could not be manually reset, and stopped basal insulin delivery. This zero basal value was then displayed on the home screen as an alert to the user.